Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient did not recharge her ipg for more than three months and the sjm representative confirmed the ipg is inoperable. The patient underwent surgical intervention on (B)(6) 2015 to remove and replace her ipg which resolved the issue.